Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and reoccurrence could not be confirmed. The fse checked the connector insertion, fiber value, and cracks in the connector inside the module, but no defective parts were found. The problem did not reoccur in the running test and the operation check was performed and it was good.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Corrected data: e1 (initial reporter, event site name) updated data: b4, e3, g3, g6, h2, h10, h11.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) sensor module failed. While starting the iabp and plugging in the sensor connector it was found that the center module was defective. When the device was replaced, the reproduction disappeared and it went back to the originally used cardiosave. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.